Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent incarcerated hernia repair surgery on (B)(6) 2018 during which the surgeon noted he excised the umbilicus and the previously placed mesh. A portion of the small bowl was resected due to the extent of the incorporation of the mesh into the bowel. Sharp adhesiolysis was undertaken. It was reported that the patient experienced dense adhesions, severe pain, bowel resection, mesh resection surgery, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 5/4/2021.